Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an altered mental status, bradycardia and was unresponsive. It was noted the implantable pulse generator (ipg) was pacing below the lower rate limit and the right ventricular (rv) lead exhibited v-v intervals. Both the ipg and lead remain in use. No further patient complications have been reported as a result of this event.